Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the patient had a wound infection. The infection was staph aureus. The patient had symptoms of redness, tenderness, and fluid collection around the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0szg2, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A healthcare professional via a company representative reported that the patient whose indication for use are parkinson dual and movement disorder had experienced non-healing and the system was explanted. The issue was resolved at time of the reported. The cause of non-healing was not determined. Refer to manufacturer report # 3004209178-2016-01609.